Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 372ml, indicating the home patient (hp) drained 372ml more than their programmed fill volume of 1000ml. No patient injury or medical intervention was reported. No further information is available.

Event description:
Product surveillance contacted the nurse on (B)(6) 2011 regarding the increased intra-peritoneal volume (iipv) that was found during evaluation. The nurse confirmed that this device was used for training purposes only. Therefore, this iipv occurred during training and not on an actual patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv that was discovered during evaluation. The cause was determined to be: insufficient drain, false empty detect / use error: initial drain alarm setting inappropriately programmed too low and false empty detect / use error: inappropriately set drain time too short. A labeling review found the labeling to be adequate for the use error identified in this report. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).